Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support showed the battery depleted from 20% to 5% while connected to a power source. In addition, the battery gauge jumped from 3% to 5%. The customer's blood glucose level was 229 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.